Event description:
The user facility alleges that the oxygen line detached from the resuscitator housing during use. Another resuscitator was obtained and there was no pt compromise. The user facility alleges that more than one resuscitator has exhibited this problem before or during use. No pt injuries have occurred for any of this alleged events.